Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr,803.56, when additional reportable information becomes available.

Event description:
It was reported, that during the nasal intubation of a patient in the operating room. The cuff was punctured. No adverse effects reported.

Event description:
Additional information was received confirming the issue was resolved by use of a third intubation probe, no clinical consequences apart from a delay in intubation.

Manufacturer narrative:
One device was received in used condition without the original packaging. A visual inspection showed a tear or damage on the cuff surface of the tracheal tube confirming the complaint. No other analysis was performed. Because during the initial pre-check no leakage or damage to the cuff was reported and it wasn't until it was inserted into the patient that it was found punctured (damaged), the root cause could be due to improper use of the product. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the lot number. No corrective actions were taken.